Event description:
The consumer reported conflicting results via social media with the binaxnow covdid-19 antigen self-test using multiple tests performed on an unknown date in (B)(6) 2022. This MFR. Addresses test one (1) of four (4). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single-use.

Event description:
The consumer reported conflicting results via social media with the binaxnow covdid-19 antigen self-test using multiple tests performed on an unknown date in oct2022. This MFR. Addresses test one (1) of four (4). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text: device discarded, single-use.